Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation burn damage was observed on the wireless module flex. The cause was identified to be failed radio board as a result of corrosion. The device was found unserviceable due to the damage to the internal components. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module, the device experienced burn damage to the wireless module flex. No additional information is available.